Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received battery out limit alarm. The customer stated that they had a sensor glucose reading of 401 mg/dl and the customer stated that the blood glucose was probably over 600 mg/dl. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The customer stated that they received a failed battery test alarm after changing the battery. The customer was unable to troubleshoot at the time of call. The insulin pump will not be returned for analysis.